Manufacturer narrative:
Health effect- clinical code: e2338 lymphedema. The event of lymphedema, seroma, delayed healing and capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphedema, seroma, delayed healing and capsular contracture, baker grade unknown.

Event description:
Patient representative reported left side lymphedema, seroma, delayed healing and capsular contracture, baker grade unknown. Plaintiff has not been diagnosed with bia-alcl. Device has been explanted.